Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: data indicating a current sense issue was observed beginning on 20dec2020. A transient increase in power was noted at the same time as this issue began. Lvad temperature during the brief power elevation on 20dec2020-21dec2020 increased to as high as 50*c, and decreased back to its baseline of 45-47*c directly afterwards. Electrostatic discharge (esd) events were confirmed via evaluation of the submitted log files. The submitted system controller event log file contained data from 18feb2021 to 24feb2021. The file contained several esd events resulting in pump stops on 18feb2021, 19feb2021, 21feb2021, 22feb2021, and 23feb2021, which generally lasted approximately 3-4 seconds each and were associated with low speed advisory, low speed hazard, low flow, and pump stop faults. Only one total alarm for a low speed advisory resulted due to these esd events. The system appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. Section 1 ¿introduction¿ of the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) (rev. C) addresses all pump parameters including pump power, speed, and flow. This section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. This section instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 3 ¿powering the system¿ states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6 "patient care and management¿ warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 ¿introduction¿ of the heartmate 3 lvas patient handbook (rev. C) warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file analysis showed low speed and pump stop events that appeared to be due to electrostatic discharge. The patient stated that they did not recall experiencing any symptoms, and the device was reported to be operating as expected. Investigation of the log files revelated a current sense issue was observed beginning on (B)(6) 2020. A transient increase in power was noted at the same time as this issue began. A device temperature increase occurred during the power increase.